Event description:
It was reported that approximately three weeks post implant it was found the right atrial (ra) lead had dislodged from the atrium. The ra lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).